Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 10-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused by a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Event description:
Customer sent a repair request reported with an issue of image defect. The issue occurred during an unknown event. There was no patient harm or injury reported. No user injury reported. Device evaluation found noise occurs and no image appears. This report is being submitted for reportable malfunction of no image found on device evaluation.

Manufacturer narrative:
The device was evaluated. Device inspection observed noise occurs and no image. The color tone of the image is abnormal. Scratches found on lightning lens and the bending angle is insufficient due to the elongation of the angle wire. Scratches observed on curved rubber and the adhesive is missing. Based on evaluation findings, the customer reported image issue was confirmed as no image, color tone abnormal observed during inspection. Investigation is ongoing. This report will be supplemented accordingly following investigation.